Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
The customer reported elevated free triiodothyronine (ft3) quality control (qc) level 1 results, involving unicel dxc 600i synchron access clinical system. The customer stated ft3 qc results were greater than 30. During troubleshooting, it was determined the customer had improperly loaded the ft3 reagent pack onto the unit. The customer noted one compartment did not have a reagent pack, resulting in the erroneous qc values. The customer loaded a new reagent pack into the unit and performed all levels of qc. The customer stated there were no further ft3 qc issues and will communicate with the laboratory on proper reagent pack handling. No patient results were generated. There was no report of patient injury or change in patient treatment associated with this event.